Event description:
Medwatch 3500a user facility (B)(4) received from FDA reporting device breakage. Screwdriver broke off during surgery. Both pieces recovered. X-ray taken at end of surgery to verify no foreign bodies and was negative. No delay to the surgical procedure. The device will not be returned for evaluation.

Manufacturer narrative:
The user facility reports the sample will not be returned for evaluation. The lot code is unknown. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. (B)(4): device retained by customer.